Event description:
It was reported that after dinner the user announced the meal and subsequently experienced elevated blood glucose while using the ilet pump, with the pump delivering corrective doses and no reported infusion site issues; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information to link the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.